Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited non-sustained noise and oversensing episodes. There were concerns if the non-boston scientific right ventricular (rv) lead was broken, however there were no confirmation. This device currently remains in service. No adverse patient effects were reported.